Manufacturer narrative:
The device and electrodes were not returned to zoll medical corporation for evaluation. The customer's report was observed and attributed to the electrodes by our zoll approved business partner. The electrodes were replaced to resolve the report. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while training by staff, the device failed for high impedance. Complainant indicated that there was no patient involvement in the reported malfunction.